Event description:
In march 2003, the pt reportedly was experiencing sensitivity to loud sounds, headache and pain with movement. The pt was evaluated by the center. The center requested that a company rep evaluate the pt's device due to the reported problem. The pt reportedly experienced these same symptoms while system was not in use. In april 2003, the pt was seen by a company rep for device evaluation. Testing performed confirmed that device was functional. The center scheduled device explant surgery.